Event description:
Per the clinic, the patient experienced tenderness at implant site. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 6, 2024.